Manufacturer narrative:
The stylet used during the procedure was not retained by the customer and therefore not returned to verathon for evaluation; however, two (2) rigid stylets with cracked handles were returned to verathon europe for evaluation. A visual inspection of the returned stylets was performed, cracking on the handles of the stylets was confirmed. In addition, it was noted that some of the plastic on one of the returned stylet handles was missing. The date code stamped onto the handles of the returned stylets indicated the handles of the stylets were molded in 2009. The facility indicated they are using the autoclave sterilization method which is an approved method in the operations and maintenance manual (omm). The omm indicates that exceeding the recommended number of cycles may affect the potential life of the product. The autoclave sterilization method, as indicated in the omm, has been compatibility tested for 300 sterilization cycles. The facility did not disclose how many sterilization cycles the stylets have gone through. A verathon europe customer care representative discussed with the customer the cleaning instructions as outlined in the omm. Because the lot number of the stylet used during the procedure was not known and the number of sterilization cycles the stylet went through was not reported, the exact cause could not be conclusively determined. However; based upon the samples returned from the customer it is likely the age and sterilization cycles may have contributed to the cracking of the plastic handles. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a gliderite rigid stylet, the blue plastic handle of the stylet detached and fell onto the floor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported. The rigid stylet used in the procedure was not retained; however, the customer has two (2) additional rigid stylets with cracks noted on the blue handles.